Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not available however, a video and pictures were provided for investigation. The visual inspection of the video showed the product during priming with water leaking constantly in the dialysate port area. The reported condition was verified. The visual inspection of the two provided pictures showed the dialysate port with a water drop at the transition to the housing and the product label. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of revaclear 400, an external fluid leakage was observed. It was reported the dialysate port had cracked. There was no patient involvement. No additional information is available.